Event description:
Caller tested 4.8 inr on the coaguchek xs system via capillary sample, and 3.2 inr on a professional coaguchek xs plus system via venous sample. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).